Event description:
It was reported that the customer's insulin pump spattered insulin during fill tubing process. A prime rewind alarm then occurred. Customer's blood glucose was 140 mg/dl. The customer was advised to discontinue use. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed during the rewind due to a slightly loose drive support disk. The insulin pump was received with minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.